Event description:
It was reported by surgeon via sales that an edwards mitral bioprosthetic valve model 7300tfx 27mm was explanted at implant then replaced with another edwards porcine mitral valve size 31mm, after noticing a lot of paravalvular leaking after they came off pump. Surgeon stated that the patient's annulus was very challenging with all the calcium, he decided to implant the porcine valve which subsequently stayed in the patient.

Manufacturer narrative:
Additional manufacturer narrative: report of perivalvular leak noticed immediately post implant of an edwards mitral valve, which was explanted and replaced with another edwards porcine mitral valve. The explanted valve was not returned for evaluation by the hcp. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. And, anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. In this case, it was reported by the surgeon that the patient had a very challenging annulus with all the calcium, which may have contributed to this event. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Therefore, per the provided information and edwards investigation, no information to suggest a device quality deficiency or malfunction related to this event. It is possible that this event is related to anatomical and/or technical factors. No further action is required at this time, edwards will continue to review and monitor all events.